Event description:
Patient complained of laxity and instability. The dr went in and removed bcs poly to find a broken post. The doctor then swapped the poly for a more constrained option and closed patient.

Manufacturer narrative:
The associated journey bcs tibial insert was returned and evaluated. A lab analysis performed on the device noted that the scratches and burnishing on the articulating and non-articulating surfaces of the insert are likely due to normal wear. The damage on the locking detail is likely due to removal. The post has fractured off of the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation noted that no clinical relevant documents were provided to conduct a thorough medical assessment. Thus, no medical assessment is warranted at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.